Event description:
It was reported that the patient received inappropriate therapy for svt. Programming changes were recommended. The device remains implanted.

Manufacturer narrative:
No medwatch form was received.